Manufacturer narrative:
On (B)(6) 2016 - we have requested the product be returned to the manufacturer for evaluation. To date, we have not recieved the product. Device not returned to manufacturer.

Event description:
On (B)(6) 2016 - the consumer alleges to have received second degree burns on her back while in use of the product.

Manufacturer narrative:
On 08/23/2016 - we have requested the product be returned to the manufacturer for evaluation. To date, we have not received the product. On 09/06/2016 - per our risk management team. The consumer has discarded this product. As a result, our engineers will be unable to evaluate this product and determine results or conclusions. Device not returned to manufacturer.

Event description:
On (B)(6) 2016 - the consumer alleges to have received second degree burns on her back while in use of the product.